Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields- b6, b7, d10, h8 a getinge field service engineer evaluated the unit for the reported malfunction. The fse determined that the display cable was loose. The display was disassembled and adjusted. All parameters of the unit were tested and found to be normal. The iabp was returned to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection before use, the cs100 intra-aortic balloon pump (iabp) screen is flashing. There was no injury caused.